Manufacturer narrative:
The device was evaluated by zoll medical united kingdom; the customer's report was duplicated and attributed to a damaged shock soft key. The front panel membrane was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of the reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.